Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and self test. Test p-cap and reservoir locked properly into the reservoir compartment. No failed battery test alarms, rewind anomaly, and drive/motor anomaly was noted during testing. Successfully downloaded pump's history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Found no relevant failed battery test alarms in the pump history files and traces. Pump was cut open to perform visual inspection and found moisture damage on the motor. The following were also noted during visual inspection: corroded battery tube spring, corroded battery tube, cracked case, scratched case, cracked keypad overlay, broken battery tube threads, stained keypad overlay, missing display window/cover, pillowing keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, and serial number label missing. Failed battery test, rewind anomaly, and drive/motor anomaly were not confirmed during testing. Cosmetic damage was confirmed at the battery compartment. Moisture damage was confirmed found on the battery tube and motor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the pump rejected new batteries (rare), the pump motor was slower to rewind, the pump is cracked from the back of the pump, around the battery compartment wrapping around to the front of the pump, waterproofing strip on top of screen disclosed and missing. Troubleshooting was partially performed but the issue was not resolved. The customer reported no adverse event. The event involved product(s) mmt-1884. The customer reported receiving a battery failed alarm. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer called for an issue not covered by existing troubleshooting guides. No harm requiring medical intervention was reported. Mmt-1884 was requested and the customer response was the device will be returned.